Event description:
It was reported that foreign matter occurred before use with a syringe 1.0ml 31ga 8mm. The following information was provided by the initial reporter, "foreign material on hub it was reported that, upon removing the cap, approximately 2 very fine strands attached to the needle barrel (resembling stands of silcone) affixed to the hub of the needle at one end, and the other end of the strand, floating about in the air, each was approximately 6-8mm in length. There was no reported patient injury."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8127851. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a syringe 1.0ml 31ga 8mm. The following information was provided by the initial reporter, "foreign material on hub it was reported that, upon removing the cap, approximately 2 very fine strands attached to the needle barrel (resembling stands of silicone) affixed to the hub of the needle at one end, and the other end of the strand, floating about in the air, each was approximately 6-8mm in length. There was no reported patient injury."